Event description:
It was reported that, during a meniscal repair procedure using the 'fast-fix 360', the first suture was thrown, while the second suture was put in vain. It is unknown if here was a backup device available and if there was surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). (B)(6).

Manufacturer narrative:
H6, health effect - impact code updated. H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation was performed. Device one: the suture and both anchors were not returned. The depth limiter button was not in the default position. The actuator tip was in the t1 position. Device two: the suture and both anchors were not returned. The depth limiter button was not in the default position. The actuator tip was in the t1 position. A functional evaluation was performed. Device 1: the actuator tip functioned as designed. Device 2: the actuator tip functioned as designed. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported devices were not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of devices records showed there were no indications to suggest that the products did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during a meniscal repair procedure using two (2) 'fast-fix 360', the first suture was thrown, while the second suture was put in vain. It is unknown if here was a backup device available and if there was surgical delay. No further complications were reported.